Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Were there any patient consequences? Response: it broke while firing for the first time and the knob got off from the device.

Event description:
It was reported that during an unknown procedure, the firing knob got broke while doing the very first firing.

Manufacturer narrative:
(B)(4).batch # r5ax4r. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.